Event description:
It was reported the thunderbeat probe tip fractured during a therapeutic hysterectomy procedure. The procedure was completed using a similar device and there was a delay to the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.